Manufacturer narrative:
Evaluation for device 2 of 2. (Refer to manufacturer's report number 1627487-2010-00348 for the evaluation of device 1). The device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Two incomplete lead segments were returned without an anchor. No other visual anomalies were noted. The damaged lead segments were not functionally tested. Conclusion: the alleged incident of ineffective stimulation and pain at the lead anchor site could not be confirmed and no conclusion can be drawn. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. (Refer to manufacturer's report number 1627487-2010-00348 for device 1)